Event description:
Customer reported, that they were not receiving audible alarms through speakers on cic care unit. Visual alarms were functional. No patient injury reported. Ge healthcare's investigation into the reported occurrence is still ongoing. A follow-up report will be issued when the investigation has been completed.